Manufacturer narrative:
(B)(4)

Event description:
Procedure: lobectomy. According to the reporter: when the device was fired, the tip end of the device detached and fell into the patient cavity. The tip was recovered with graspers. The device was fired on the pulmonary artery and was not removed until the doctor secured the vessel. After securing the vessel with suture loops, the doctor was able to remove the device and then noticed the staples dispensed, but did not cut. The surgeon was able to staple over the staple line. Surgery time extension was reported as approximately one hr.